Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchor applier was selected for the prophylactic use, to prevent aortic neck dilatation, along with an endurant stent graft system for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm. It was reported that on the same day as the procedure, the patient had hypertension that was treated with medication. The hypertension resolved. The investigator indicated that the cause of the hypertension is uncertain. No additional clinical sequelae were reported and the patient will be monitored by the investigator.